Manufacturer narrative:
Journal article: three-year outcome of all-comer patients treated with resolute onyx zotarolimus-eluting versus orsiro sirolimus-eluting stents in the randomized bionyx trial journal: jacc journals year: 2021 ref: www.jacc.org/doi/pdf/10.1016/s0735. Date of event: date of publication death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted titled -three-year outcome of all-comer patients treated with resolute onyx zotarolimus-eluting versus orsiro sirolimus-eluting stents in the randomized bionyx trial. Resolute onyx rx coronary drug eluting stents were among the devices used. Clinical outcomes reported for patients following a 3 year follow up included target vessel revascularization (tvr), target vessel failure, cardiac death, all cause death, target vessel mi and stent thrombosis. It was further reported that there is no direct causal relationship between the medtronic devices and the deaths reported. However, for 10 cases the cause of death was unknown or documented as ventricular fibrillation. There was 1 case of very late stent thrombosis in a resolute onyx stent. It was also reported that there is no causal relationship known between the resolute onyx devices and the adverse events reported.